Event description:
During a routine follow-up, interrogation showed the mode as off, the patient felt symptomatic with no pacing observed. The device was reprogrammed to ddd and the measured battery data was 2.74v, 29ua current drain and <1k ohms impedance. The telemetry wand was removed and the device reverted to voo. After a successful download, the removal of the telemetry wand gave the same results. The patient was then admitted to the hospital with a temporary pacemaker.